Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. The customer also had a virus of some sort. The customer declined to troubleshoot, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.